Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer reported that the cautery tip of the permanent cautery hook instrument was cracking. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found thermal damage on the distal clevis. The distal clevis had char marks that have the appearance of a crack. The location of the char mark was near a conductor wire. The damage was towards the outside of the clevis. No other damage was found.